Manufacturer narrative:
The eval results indicated a mfg error. Corrective action is being implemented.

Event description:
Post-op x-rays showed that the fit between the cup and head did not seem right. The pt's hip became unstable soon after. The hip was revised, and it appeared that the diameter of the insert was incorrect.